Event description:
Further follow-up revealed that the pt seizures have improved since vns therapy system replacement. The pulse generator was returned to MFR for analysis. Product analysis summary: the lead assembly was returned for analysis in 12 pieces. The lead was rec'd with the positive electrode and negative electorde in pieces. Visual inspection identified that the lead coil was exposed and a coil break was identified 4mm from the end of the lead on the anchor tether portion. Continuity check using a multimeter was performed. Continuity check confirmed the lead break. Scanning electron microscopy was performed at the area of the coil break. Scanning electron microscopy identified pitting n the surfaces of both lead coils. This is an indication that stimulation was present for some period of time after the fracture occurred. Because of the surface conditions resulting from pitting it is unknown how the fracture occurred. Other conditions of the lead are consistent with conditions that exist after the explant procedure.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. No action was taken, repeat device diagnostic testing at office approximately one month later again resulted in high lead impedance reading. The device was programmed to off. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system, but did reveal that one of the lead connector pins may not be fully inserted into the generator header. The pt's seizures are unchanged and no adverse event has been reported in conjunction with the high lead impedance condition. The pt had not yet experienced efficacy with the vns therapy and continues to have the same seizure frequency as before implant. Revision surgery is planned.

Event description:
Further follow-up revealed that the pulse generator will not be returned to manufacturer for analysis.